Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed foreign material in the dome area. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. Then, a fourier transform infrared spectroscopy (ftir) was performed and revealed that the unknown material is conformed of methacrylate-base material, which can be mainly associated to tape residues. However, the source of origin cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31510198l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The foreign material was unrelated to the reported event, the potential cause could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: zero the contact force reading following insertion into the patient. The tip electrode and the two distal ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Refer to the user manual for the carto¿ 3 system for instructions on how to zero the contact force reading. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a foreign material in the dome area. During the procedure, the carto 3 system was displaying high force readings. The medical team tried rezeroing several times without resolution. They advanced the catheter out of the sheath and they continued to receive high force readings and they were unable to zero. The catheter was replaced and the issue was resolved. The procedure was continued. No patient consequences were reported.